Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue of does not recognize closed door was reproduced. The device was tested for switch verification and found link binding. A review of the event history log revealed closed door messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The link and link switch require adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not recognize closed door. This occurred during programming/setup. There was no patient involvement. No additional information is available.